Event description:
Pt came into clinic due to multiple episodes of syncope. Programming parameters were different from those loaded in the device during the last follow up. Why the device changed its programming parameters is the reason for this investigation.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. Since the device remains implanted, the files from the programmer were reviewed. The files showed the device switch could have resulted from an alteration of device memory data. As described in the labeling, standby mode is a safe mode of operation. Conclusion: the root cause of this alteration could not be identified with certainty but the most probable hypothesis would be a seu ("single event upset" or "bit-flip" - i.e. A change of state of one bit) due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. However, potential source of interference should be checked to determine the reason for this switch (such as a strong interference, medical environment...). Reportedly, the pt started to be symptomatic the day after a trip by plane, which probably exposed the pt to known sources of interferences / seu. Normal behaviour was restored upon device re-initialization (process automatically proposed to the user by the programmer, when a device is found in standby mode). Because this event did not lead to any pt issue, and is not related to any implant anomaly, no further action is needed for this case.